Manufacturer narrative:
The device was not returned to olympus for inspection. However, the customer confirmed that a scope with an overused water filter was used during a case. As such the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be detected and prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an overused water filter that turned brown in color. The issue occurred during reprocessing. There were no reports of patient involvement.